Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, approximately from 80 ohms to 110 ohms. It was noted that other lead measurements and provocation showed normal results with no inducible noise artifacts. A request was submitted for technical services (ts) to review this case. No adverse patient effects were reported. This rv lead remains in service. Additional information was received containing ts evaluation of this case. It was noted the observed change in shock impedance measurements was attributable to a programming change of shock polarity vectors. Upon data review, it was observed that high out of range shock impedance measurements above 125 ohms were recorded. No adverse patient effects were reported. This rv lead remains in service.